Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy had occurred on an unspecified date ¿before (B)(6) 2015¿. At this time the patient obtained results of ¿79mg/dl¿ with the subject meter and ¿122mg/dl¿ on another meter within 30 minutes of one another. No information regarding the patient¿s diabetes management regimen was noted, and it is not known whether the patient had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not reference any symptoms which were experienced as a result of the alleged product issue but stated that they were going to their doctor¿s office on (B)(6) 2016 for ¿blood work¿. No further blood glucose results from any device were noted at this time. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.